Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: vascular: aortic aneurysm if aortic aneurysm, specify = progression of study aneurysm. Location relative to study stent = stented segment. Was this event considered to be related to the study device? = related. If related, provide a detailed description of how study device caused or contributed to this event = possible endoleak distal. Was the event considered to be related to the treated aortic disease? = related. Was this event considered to be related to the study procedure? = related. If related, provide a detailed description of how study procedure caused or contributed to this event = existing aneurysm. Did the event occur due to a device deficiency? = retrospective event, unable to determine. Patient outcome: no treatment performed at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. A female patient underwent tevar (thoracic endovascular aneurysm repair) for a taaa (thoraco-abdominal aortic aneurysm) on (B)(6) 2017. Unknown which devices was used at this procedure. On (B)(6) 2019 the patient underwent planned tevar to treat a taa (thoracic aortic aneurysm). The length from left common carotid (lcc) to most proximal extent of aneurysm was 200 mm. The length of proximal sealing zone was 200 mm, and the length of the distal sealing zone was 25 mm. The aneurysm was fusiform, with a maximum diameter of 87 mm. The diameter of the proximal neck was 28 mm and the diameter in the distal neck was ranging from 24 mm to 22 mm. The procedure was completed with zta-d-30-160 (complaint device). The proximal landing zone of the device was the previous tevar and the distal was above the celiac artery. Procedural angiography showed evidence of an endoleak. Unknown which type and there was no secondary intervention performed to treat the endoleak. (B)(4) the patient was discharged 2 days post procedure. It is noted that, there was no evidence of endoleak at the 1-month follow-up. At the 1-month follow-up the maximum diameter of the treated descending aorta was 93mm. On (B)(6) 2023 (1137 days post procedure) an adverse event ¿progression of the study aneurysm¿ was reported. The event is reported as being related to the ¿study device¿, ¿treated aortic disease¿ and ¿study procedure¿. As elaboration to how the study device caused or contributed to this event the answer was ¿possible endoleak distal¿. At the 3-year follow-up form (same date as the reported adverse event) the answer to the question ¿is there evidence of endoleak(s)?¿ is ¿no¿. At the 3-year follow-up the maximum diameter of the treated descending aorta was 92mm. The diameter of the treated descending aorta has not been reported between the 1-month and 3-year follow-up. No treatment of the adverse event and ¿possible endoleak distal¿ has been reported. The event did not lead to a serious deterioration in health. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Based on the provided information a definitive cause for the reported progression of the study aneurysm could not be determined. The fact that the 3-year follow-up reports that there was no evidence of an endoleak make the comment of a ¿possible endoleak distal¿ the ¿gut feeling¿ of the physician in terms of what could be the possible cause. During the terms of 3 years the patients disease will likely progress and it is possible that aortic elongation or dilation could have caused a distal endoleak which could then contribute to further progression of the study aneurysm. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.